Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4)2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation of the pump, the pump powered on with a dim and discolored display screen. The display screen was difficult to read. A test screen was installed and displayed normally. Unrelated to the display issue, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).